Event description:
It was reported that the one-link valve of an access set would ¿freeze up¿ and not allow solution to flow through it. This occurred during patient infusion of albumin. The reporter stated that the set did not have this issue during the first infusion but had the issue on the subsequent infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred sometime between march (B)(6) 2014 and april (B)(6) 2014. Should the device be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer provided the following provided additional information regarding the reported event: "the nurse stated that they would flush the set with 10cc¿s of saline, then connect to the IV bag and flush it again before hanging the entire set up. They would then connect the new set that into the port and lock it down. This second infusion either stops or slows down and is sometimes connected to an IV pump and sometimes not connected to an IV pump." The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.